Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms and high pacing threshold measurement was noted at 7 volts (v) at 2.0 milliseconds (ms). The rv lead also had conductor damaged. Subsequently, the rv lead was surgically abandoned while the device was explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The device has been returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.